Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
A facility reported that duragen 4x5 1 pack ce (id4501i) was used in a case of brain tumor surgery in (B)(6) 2021, and afterwards, the patient had allergic symptoms. The patient had a fever immediately after the operation and the cause was unknown, but a blood test confirmed an increase in white blood cells. According to the physician's comment, the patient was using a hemostatic agent and glue made by another company together, so any of these three products, including duragen may have caused an allergic reaction. No surgical delay has been reported.

Manufacturer narrative:
Duragen 4x5 1 pack ce (d4501i) was not returned for evaluation and lot number information has not been provided; therefore, an evaluation of the device could not be performed, and device history record (DHR) could not be reviewed. All duragen products are supplied sterile and nonpyrogenic in double peel packages. According to the IFU the use of this product is contraindicated for patients with a known history of hypersensitivity to bovine derived material. There is no information provided in the complaint that would help to determine if the patient is allergic to bovine derived material. Given the information available, the root cause of the reported issue could not be determined. If additional relevant information becomes available in the future, this complaint will be reopened, and the respective evaluation performed. Trends will be monitored for this and similar issues. At present, we consider this complaint to be closed.